Manufacturer narrative:
(B)(4). The customer returned two unraveled guide wires. One guide wire was inserted through a 2-lumen hemodialysis catheter. The other guide wire was returned by itself. The customer was contact-ed to provide further clarification on the returned samples. They confirmed that the guide wire advanced through the catheter is the sample involved with this complaint. They indicated that the other guide wire can be ignored as it was returned by mistake. The circumstances on why this second guide wire was unraveled cannot be determined. Signs-of-use were observed inside the catheter body. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/ distorted in several locations along the body. The core wire distal j-bend was deformed due to the damage. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The major kinks in the guide wire body were measured at 226mm, 340mm, and 361mm from the proximal tip of the core wire. The broken core wire measured 680mm in length which is with-in the specification of 678mm-688mm per guide wire product drawing. Therefore, no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire measured 0.84mm, which is within the od specification of 0.838mm-0.877mm per guide wire product drawing. The catheter body length measured 215mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The outer diameter measured 3.98mm, which is within the specification limits of 3.96mm-4.06mm per the catheter extrusion product drawing. A lab inventory guide wire of same diameter as that supplied in this kit measured 0.84mm was passed through the distal extension line and catheter body of the returned catheter with minimal resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The report of an unraveled guide wire due to catheter resistance was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional and dimensional requirements. A device history record review was performed, and no relevant findings were identified. No manufacturing defects were found during this investigation. Arrow guide wires of this size is designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).

Event description:
It was reported "the doctor found the swg kinked during use on the patient." Additional information reports the swg was unravelled instead of kinked. The user changed to a new set to complete the procedure. No medical intervention required. The patient's current condtion is reported as "fine".

Event description:
It was reported "the doctor found the swg kinked during use on the patient." Additional information reports the swg was unravelled instead of kinked. The user changed to a new set to complete the procedure. No medical intervention required. The patient's current condtion is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).